Event description:
Surgery date: 2003. During the surgical procedure, an instrument slipped out of the screw head and tore the pts dura. The dura was repaired intraoperatively and the pt is ok. The surgery was completed without further complications.